Event description:
The customer reported a leak of few drops from the probe of a coulter ac*t diff analyzer. The leak was not contained to the instrument but the customer was wearing gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the angar valve #8 (lv8) was not opening completely to flush the probe wipe. The fse replaced the valve to resolve the probe drip and repair was verified per established procedures. Failure mode is attributed to angar valve 8 (lv8). (B)(4).